Event description:
The device involved in the incident is an introducer hemostasis valve/sheath assembly which is one of several items contained within the catheter introducer tray, cat. 497259. The introducer hemostasis assembly was placed by the anesthesiologist during surgery in order to gain vascular access. Following surgery, the pt was transferred to sicu where pt remained for 5-6 days. The pt was then transferred to a unit. On march 14, 2000, the physician in charge was doing rounds and the pt was found sitting on a chair near the door to the room with the hemostasis valve and the jugular solution tubing on the floor and the sheath still remaining in the pt. The pt expired and the unoffical cause of death was an air embolism.